Event description:
Initial reporter indicated that a system diagnostics test in the office resulted in high lead impedance indicating possible lead malfunction. The patient did not have any fall or injury preceding the high impedance event. Revision surgery is likely.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a serious injury or death.